Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific shock, atrial, defibrillator leads, exhibited high out of range shock and pace impedance measurements, greater than 200 ohms and 2,000 ohms, respectively. It was noted that the patient underwent a ventricular tachycardia (vt) ablation procedure on the same day. Technical services (ts) discussed possibility of high out of range measurements during procedure or an electromagnetic interference (emi) environment. No adverse patient effects were reported. The device remains in service..